Event description:
Routine IV start on pt in ER using this 20 ga saf-t-intima. Stylet pulled out and catheter threaded into vein without any problems. Rptr proceeded to flush catheter and noticed leakage at the junction of catheter tail and y-port and blood had backed up and was leaking from same junction. Upon inspection, rptr found it loose. IV was discontinued and pt was restarted again.